Event description:
The pump was returned for investigation. Investigation revealed an internal battery malfunction and a dim display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box indicated a time and date reset was within 4 hours, 55 minutes of power off. The time and date was accurately set at start of investigation. The pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hours, reinserted, and the pump time and date was observed to have reset to the default settings. The pump was opened to investigate and an internal battery component was observed to be unable to hold a charge. There was no leakage from the battery component observed. The display screen was observed to be dim with a pink contrast. (B)(6).